Event description:
Reportedly, on 13 jan 2017 a kora 250 dr s/n (B)(4) was impanted with screwvine 52sep s/n (B)(4) and screwvine 58sep s/n (B)(4) on 20 apr 2022 during routine pacemaker follow-up it was noticed that ventricular pacing polarity had automatically switched to unipolar. An error message was displayed mentioning (B)(6) 2022 as date of the switch. Measurement of ventricular lead impedance revealed 3000 ohms in bipolar setting. Test in unipolar setting revealed a lead impedance around 400 ohms with efficiant ventricular pacing. As the patient has a good intrinsic ventricular rhythm, the device parameter were programmed in unipolar configuration for the ventricular lead.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2017, a kora 250 dr (s/n: (B)(6) was implanted with screwvine 52sep (s/n: (B)(6) and screwvine 58sep (s/n: (B)(6) on (B)(6) 2022, during routine pacemaker follow-up it was noticed that ventricular pacing polarity had automatically switched to unipolar. An error message was displayed mentioning on (B)(6) 2022 as date of the switch. Measurement of ventricular lead impedance revealed 3000 ohms in bipolar setting. Test in unipolar setting revealed a lead impedance around 400 ohms with efficient ventricular pacing. As the patient has a good intrinsic ventricular rhythm, the device parameter were programmed in unipolar configuration for the ventricular lead.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.